Manufacturer narrative:
Device evaluation: the closurefast catheter was received within its off shelf carton and open label pouch. Given how the device was return for evaluation, additional damage may have happened post procedure. No ancillary devices or sonogram or images from the procedure were received. The catheter was examined: a kink was not on the catheter. The kink is approximately 9.91mm proximal from the distal tip. When placed in the transportation tray, the kink is not in areas of tray standoff. The coil was examined: the coil was observed to be damaged and include a breached in the fep sleeve. The damage portion is approximately 14mm proximal from the distal tip of the catheter. The damage extends to approximately 18mm proximal from the distal tip of the catheter. The fep breach shows evidence of exposure of the thermocouple wires and sanguine material was observed underneath the damage coil region. Examination with aid of magnification revealed that the coil is exposed. The catheter connector was examined: all pins are straight. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on three different rf generators: proper device recognized by rfg when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter as per IFU. It is reported that during use on the patient the catheter temperature could only reach 105 degrees. Another catheter was used to complete the procedure. No patient injury was reported.